Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. As a result of the evaluation on august 22, 2018, omsc found that there are traces of having been used and the probe was broken off at 10 mm from the distal end. The probe has a contact mark. The fracture surface of the probe showed that crack developed. The grasping section has a contact mark. The tissue pad of the grasping section was worn. The manufacturing record was reviewed and found no irregularities. This type of the event is most likely related to the operator's technique. Based on the past similar cases, it was known that the probe was cracked when the user continued to activate output without grasping tissue (including after the tissue already cut). The instruction manual of the device has already warned as follows; *do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.

Event description:
During an unspecified procedure, the subject device was used. It was a part of the subject device fell off. There was no patient injury reported. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. On august 22, 2018, omsc found that the probe was broken. This is the report regarding the breakage of the probe.